Event description:
It was reported that the up and down arrow buttons were hard to press and required several presses on the keypad to get a response and that the down arrow button was the worst to respond. The reporter also stated that the delayed responses from the up arrow and down arrow buttons were noticed for about 2 weeks and that the delivery of boluses were completed and verified by the user.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.